Event description:
Consumer reports that the head came completely detached from the handle. This is reported as malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads and bodies are manufactured at the following location: (B)(4).